Manufacturer narrative:
A2: sex: male. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number . Reporting site: 1049092 . Manufacturing site: 3005778470.

Event description:
End user states "one of the gc glide catheters he sampled he noted that the coude tip was misaligned from the notch. He said it was off "about 25 degrees or less". He said when he used it, when he was inserting, it was painful passing his prostate as he was trying to keep coude tip in correct placement (tip upwards) and had to turn it while inserting to compensate for it being misaligned and pain went away after he did that. No interventions needed for this noted defect."

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Urinary catheters in question were packed under sap material 1718777 gentlecath glide tmnn ch14 (1x30pk) us and manufacturing lot # 2l00751 in amount (B)(4) pcs in november 2022. Catheters were produced under subassembly lots 2l00737, 2l01502, 2l00218 at machine a116. Tip/funnel alignment should be within tolerance ± 45 ° in both directions according to drawing 60099-b. Test method tm -422. The customer claimed that 1 he samples from sample pack lot #2l00751 that caused him pain due to the coude tip being "25 degrees or less", misaligned from notch. Based on above 25 degrees misalignment against the notch is within tolerance. According to the process instructions g805311 the position of connector indicator against bent tip of catheter is checked by technician during order set up- 2pcs from each moulding station and visual inspection with focus on tiemman indicator position was carried out by operators at the beginning of each shift according to tm-422. Review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the mentioned lots .the batch record review indicates no discrepancies. No another complaint of this nature was received on the lot. No additional action is required and this complaint will be closed. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 3005778470.